Event description:
It was reported that this pacemaker was found to be in safety mode. The patient advocate first noticed that the communicator showed a yellow collecting wave icon (ycw). The clinic allowed one patient initiated interrogation (pii). A communicator power cycle was performed. A communicator forced call was performed. A pii was performed, but a ycw was still showing. The communicator was moved to another room, but the issue remained. The issue was referred to higher technical support to analyze the ycw. Additional information indicates that the radio frequency diagnostic showed no radio frequency interference, but there was one blocked pii. The home environment seems unlikely to cause, and the patient was advised to work with the clinic to verify the radio frequency settings of the implanted device. This troubleshooting was discussed with the patient's health care professional (hcp) while the patient was out of the state. Technical services (ts) noted the patient was dependent and an urgent changeout was recommended. Subsequently, this device was explanted and replaced once safety mode was confirmed. There was over 2 seconds of pacing inhibition noted. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.